Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-12205. It was reported that rotawire fracture occurred. The target lesion was located in the left anterior descending artery(lad). During procedure, a hole was noted near the distal end of the burr. A tear on the drive shaft was also noted which was leaking fluid. As the burr was being taken out, the distal end of the rotawire became fractured. Snaring was done to remove the 20 mm wire fragment but was unsuccessful so the broken wire was in the distal lad around the apex. The procedure was completed with another 1.5 burr, balloon was used and stent was applied. There were no further patient complications and the patient's condition was fine. The target lesion was located in the left anterior descending artery(lad). A 1.50 mm rotalink burr and a 330 cm rotawire were selected for use. During the procedure, while on dynaglide mode, the physician observed a hole in the shaft and rotaglide was leaking along with the drugs and other mixtures. The burr was then removed from the patient's body and replaced the burr with another of the same burr. Subsequently, the physician then noted that the distal end of the rotawire became detached. Snaring was done to retrieve the fragment; however, about 20 mm of the rotawire was left in the distal lad around the apex. The procedure was completed with another of the same burr. Stenting was done thereafter. There were no further patient complications reported and the patient's condition was fine.